Event description:
It was reported that a power on reset occurred in the device requiring reprogramming. A comparison of the use before date field and implant date found the device was implanted after the use before date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Por occurred on (B)(6) 2014. The use before date on the implant was 14.03.2007 and the device was implanted on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).